Manufacturer narrative:
In a record review performed on 08 october 2020, it was discovered that in this event, the patient''s death was not captured in the initial MDR or in the supplemental report #1. This supplemental report #2 has been created to document this patient''s death.

Event description:
Lead extraction case resulted in a perforation of the vena cava. Spectranetics 16fr. Glidelight laser catheter device was used.